Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the screen was turning grey. The customer¿s blood glucose level was 101 mg/dl. Troubleshooting was assisted. Customer reports display was flashing. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer did not receive a sensor updating alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. The customer was advised to discontinue from the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments or partial display noted.